Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported right side "implants have been recalled and I have been experiencing symptoms".patient later reported "I think my implants have deflated or ruptured". Device remains implanted.